Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported lead fracture issue was observed on the ra and rv lead for years prior to the case. Physician advised lead replacement with the patient however patient refused the surgery at the time. Patient presented to the hospital with symptoms of bradycardia which is a pre-existing condition. Both leads were capped on (B)(6) 2018 and new leads were implanted. Patient was discharged and stable.